Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was hospitalized for high blood glucose levels, with a reading of 337 mg/dl. The customer stated that he had to treat his blood glucose levels with a syringe because the screen was blank. Troubleshooting was performed, and found that the battery compartment was corroded. Advised that the insulin pump would be replaced.